Event description:
It was reported that a spectrum infusion pump's few buttons were not working found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "few buttons not working" was not reproduced. Evaluation tested the keypad and observed no issues as keypad passed testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified, however per precautionary measures, the keypad will be replaced. Should additional relevant information become available, a supplemental report will be submitted.